Event description:
The user facility reported that upon advancing the guidewire involved, the tip broke off at an occluded area of the vessel. The doctor determined it was best to leave the tip in the patient. The patient was in stable condition and the procedure outcome was fine. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2023: the doctor was doing routine work. The doctor reported that he was not tugging or pushing hard. The procedure was an angiogram of the leg, and the wire broke in the popliteal area. There was calcification and the doctor was trying to cross the lesion; however, the doctor did not do anything out of the ordinary, and it was not in very long, only a few minutes.